Manufacturer narrative:
Additional information section d - serial #: from: unknown to: (B)(6). The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned and still attached. The catheter tubing was observed to be flattened along its length. This deformation may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its shape. Additionally, a catheter tubing kink was also observed at approximately 58.4cm from the iab tip. The returned one-way valve was tested and held vacuum the length of the iab catheter was measured and found to be within specifications. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon was inserted without issue up to the point that it was determined the shaft was too short for the patient. The balloon was placed over a guide wire under fluoroscopy. The iab was replaced with a different size balloon and therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was inserted without issue up to the point that it was determined the shaft was too short for the patient. The balloon was placed over a guide wire under fluoroscopy. The iab was replaced with a different size balloon and therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon was inserted without issue up to the point that it was determined the shaft was too short for the patient. The balloon was placed over a guide wire under fluoroscopy. The iab was replaced with a different size balloon and therapy was continued successfully. There was no reported injury to the patient.